Event description:
It was reported that there was a misalignment between the console and the aiming beam. There was no patient involved.

Manufacturer narrative:
The console was field service at the user's facility. The console was inspected, and it was identified that the aiming beam was misaligned due to a misalignment of the aiming diode and arm. The irradiation position was adjusted. After performing the adjustment, the console was within specification and working as intended. Therefore, the reported event of aiming beam misalignment was confirmed.

Event description:
It was reported that there was a misalignment between the console and the aiming beam. There was no patient involved.